Event description:
On (B)(6) 2013, it was reported that the patient's infusion set was leaking insulin around the headset. The patient noticed the leak because he smelled the insulin and noticed his shirt was wet. He stated that there were multiple infusion sets from the same box that had leaked. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The seventeen unused head sets were visually inspected and tested for flow and tightness. Additionally a connector click test has been done. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.